Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing is leaking where the bonded texium secondary set connects to the primary smartsite valve. There is no report of patient harm.

Event description:
The customer reported that ten minutes into the chemotherapy infusion the tubing leaked where the bonded texium secondary set connects to the primary smartsite valve. All connections were verified prior to infusion.